Manufacturer narrative:
Reported event: it was reported that the grey handle piece came off of the mics. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b9w and accepted into final stock on 05/22/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0b9w shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
Grey handle piece came off of the mics. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Grey handle piece came off of the mics. Case type: tka.